Event description:
The customer reported that after power on, ventilation starts but the nothing appears on the screen. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion factory service tech evaluated the device, duplicated the reported complaint and replaced the control pcba and the user interface module and the inverter pcb. The ventilator performed according to specs.